Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd maxplus positive pressure connector septum did not rebound. The following information was provided by the initial reporter, translated from chinese to english: after connecting the conduit, it was found to be very slow to return when flushing the tube.

Manufacturer narrative:
Investigation results: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 23105040. The customer reported that the maxplus's piston was recessed and slow to return. As part of the investigation, the customer provided a video of the affected sample; analysis of the video confirmed the customer's experience, with the piston of the maxplus identified to return to the closed position slowly, after the syringe had been disconnected. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause could not be determined in this instance as the sample was not available for investigation, however analysis of the video provided by the customer confirmed the delayed closure of the maxplus piston. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault. A review of the production records for lot 23105040 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, as a result of previous similar feedback the manufacture of the affected component will be transferred to a different assembly machine which has additional sensors to detect failures of this nature. Furthermore, the assembly equipment will be routinely reviewed to ensure that the valve activation and valve scrap stations are functioning correctly. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china set in the past 12 months.

Event description:
No additional information.